Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the communication was failed and the ssl certificate date was invalid. The technical support specialist (tss) created a certificate signing request on the server application and saved the file. Customer confirmed that the issue was resolved by the customer information technology team, the certificate was renewed and the server was accessible. Tss verified the same in server application. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to communicate and customer mentioned that when they tried to access the server, the error showed the ssl certificate date was invalid. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.